Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non -reportable condition. Visual inspection noted there were no abnormalities. An analysis of the data saved to the system showed many usb connections during the reported event date. It was reported that there was a connector error message displayed. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument did not work. The reported issue could not be confirmed. The most likely cause could not be established from the information available. During the investigation a secondary condition not related to the reported condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. The most likely cause for the additional condition was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, during software version upgrade, due to the connector of the handle's connection part being defective, it could not be recognized, and the version could not be upgraded because of the connector error message displayed. After checking if the handle was working itself, there were no problems. There was no patient involved. Medtronic's evaluation of the device found that the cause of the prompt reset error is most likely due to a software restriction on the capacity of the queue.